Manufacturer narrative:
Concomitant medical product: d314drm ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to a high/undefined impedance spike and short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.